Event description:
From staff: when the tavr [transcatheter aortic valve replacement] team opened their sterile pack to set up the or room, it was discovered that the drape in pack was not sterile. It was covered in black dots. The team discarded the pack, saved the drape and label for reporting and starting their room opening over from the beginning. No unsterile equipment was used on the patient. This manager reported the incident to cardinal health and supply chain here at the hospital. Manufacturer response for angiography/angioplasty kit, cardinal health (per site reporter). Sales rep, [redacted] (see contact information below), will get a quality report filed and will issue a credit for the pack. Her response "I really apologize for this inconvenience and please keep me posted if you run into any more issues. " [redacted] . Sales representative- boston south. Acute operating room specialty products. Mobile: [redacted].